Event description:
It was reported that the customer experienced a malfunction alarm while attempting to charge the pump due to a battery charging issue, with a malfunction code of 1-0x200c. There was no adverse impact to the customer's blood glucose level. The customer took steps to reset the malfunctioning pump with assistance from technical support, but the issue recurred. Consequently, a replacement pump was sent, and the customer was advised on using an alternate therapy to ensure insulin delivery and the steps to follow with the new pump. Additionally, instructions were provided for returning the malfunctioning pump.